Event description:
Reported that at 12:30 am, unit began alarming "fail to cycle" while on patient. Unit was removed from patient and manual ventilations given with 100% oxygen. No patient injury reported. A replacement ventilator was obtained and patient placed back on new vent.